Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified, weight to the spec, crease flat, and white particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no openings were observed on the device. Wrinkles (creases) are observed, however, it is not considered as a workmanship since the device was not received in their original sealed packaging. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side pain and rippling and "rupture was found during explant surgery". Device has been explanted.